Manufacturer narrative:
An event regarding alleged infection involving a jts distal femur was reported. The event was not confirmed method and results: product evaluation and results. Visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 10-oct-2018 with no reported discrepancies. Complaint history review: there have been 7 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2019 due to recurring infections whereby the jts distal femur was explanted. It is reported that the patients infection is keeping him from getting his chemo so the decision was made to explant the device. The treatment plan is for an antibiotic spacer for the next 3-4 months until the patient finishes chemotherapy. Siw will continue to monitor for trends corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not available.

Event description:
It was reported that patient was revised due to infection. Patient's original diagnosis "left distal femur osteosarcoma".